Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not cycling, and additionally, the cylinders have ruptured, leading to fluid leakage and inflation issues. A surgical procedure was performed, during which the device was removed. There were no patient complications reported.